Manufacturer narrative:
Inspected 2 opened/used partial sensors and performed visual inspection and checked 1 of 2 introducer needles for burrs/hooks and dull needle tip defects and none was found. Introducer needle passed per specifications. Missing 1 insertion needle. Also, found both sensors with cannula bent unable to confirm customer received sensors in said condition due to customer returned opened/used.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 426 mg/dl. Customer went to the hospital because of their high blood glucose levels. Customer believed the type of insulin they used was the issue and not the insulin pump. Customer declined to troubleshoot for high blood glucose levels.

Manufacturer narrative:
The correct information has been provided with this report.